Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d08067, h13d30020 and h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced constipation. Treatment was not reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was possibly from constipation. The patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unknown antibiotics, intravenously daily for peritonitis. Three days later, the patient was discharged from hospital. The patient recovered from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 3 of 3.